Event description:
Device eas explanted when it displayed a hardware vvi reset message upon initial interrogation during a follow-up. The patient reported being shocked several times. As a result the battery voltage was low. The patient had not been seen for three years until this event. The device been returned for analysis.